Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Upon review/inspection of returned product. The customer returned a locator abutment instead of an unknown zimmer abutment. After additional information was received on january 13, 2025, it was determined that this item is a third party device and the manufacturer is responsible for the regulatory reporting/product investigation. Therefore this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0002023141-2024-04003 submitted on december 12, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided.a4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the abutment-locator cannot be detached from the implant; it cannot be separated and the implant was removed. Procedure was concluded.